Event description:
It was reported that this device displayed a high impedance message which was most likely due to the device being taken out of storage mode. A few days later, interrogation was unsuccessful and the device was not implanted. A replacement device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Telemetry was normal and a complete hex memory download was obtained. Device diagnostic download was performed and there were no suspicious system errors or resets and the v2p2 counts were normal. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a high impedance message which was most likely due to the device being taken out of storage mode. A few days later, interrogation was unsuccessful and the device was not implanted. A replacement device was implanted without further incident. No adverse patient effects were reported.